Event description:
It was reported that during the procedure the disposable was used and after a few minutes, the system would no longer function with hand activation. The case was converted to open and finished by oversewing the entire staple line.